Event description:
A copy of the medwatch report from FDA was received, which states, ¿an infusion on alaris large volume pump ran faster than programmed, due to a loose door latch. The screw that secures the door to the pump was found to be backing out (protruding out past the door). The door was able to close but not as tightly as intended. No alerts or alarm sounded but the clinical team noted that the infusion ran faster than expected. The pump showed that it was running at 0.5ml per hour but, it was running wide open. Tubing was clamped and got new large volume pump and new one was running appropriately."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿an infusion on alaris large volume pump ran faster than programmed, due to a loose door latch. The screw that secures the door to the pump was found to be backing out (protruding out past the door). The door was able to close but not as tightly as intended. No alerts or alarm sounded but the clinical team noted that the infusion ran faster than expected. The pump showed that it was running at 0.5ml per hour but, it was running wide open. Tubing was clamped and got new large volume pump and new one was running appropriately."